Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path during device evaluation.